Event description:
It was reported that during the system implant procedure, the patient experienced pulmonary insufficiency due to sedative overhang from the anesthesia. The physician resolved this by adjusting the anesthesia and through the application of levosimendan medication to resolve this event. However, in the days that followed the implant procedure, it was observed that the patient experienced a plueral effusion. A plueral puncture was performed to drain the effusion and resolve the event. The system remains implanted and no additional patient consequences were reported.